Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited variable shock impedance measurements of up to greater than 125 ohms. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.